Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation. Visual inspection revealed no obvious defects. Functional testing was performed by clamping the distal end of the lumen with hemostats and then flushing with water. When flushed through the luer with the white clamp no leaks were noted. When flushed through the luer with the red clamp a small leak was noted just above the 2 cm mark on the lumen. Under magnification it can be seen that there are 2 leaks. These leaks a aligned in a row running along the catheter lumen. The holes from which the leaks are generated are too small to be detected by the microscope. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A definitive root cause cannot be determined. The instructions for use (IFU) contains the following warnings: *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. *do not flush against resistance. *if the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inserting PICC and noticed fluid coming out of the catheter around the 3 cm mark. It appears there is a small hole in the catheter. PICC was removed at the time of insertion.